Event description:
Info received indicates the brake is not working on the stretcher due to a broken rocker arm. The brake is not setting on the one end.

Manufacturer narrative:
Repairs have not been completed.